Event description:
During follow-up in 2000, an extended charge time along with rapid battery depletion was observed. The physician elected to explant the device in 2000 due to extended charge times and a sudden drop in battery voltage.